Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue was unable to be duplicated. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was booting the imaging system for a case and the generator was not initializing. The generator bar would not load. The site rebooted without resolution. The site chose to abort navigation and imaging and opted to use a c-arm to complete the procedure. There was a surgical delay of 10 minutes due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: a software investigation was initiated but was unable to determine probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. If information is provided in the future, a supplemental report will be issued.